Event description:
It was reported that the atrial lead had high threshold and the patient was admitted for lead extraction when the generator went to elective replacement indicator. The lead was explanted and replaced. No patient complications were noted as a result of this event. The right ventricular lead was returned to the manufacturer after being explanted to gain access for replacement of the atrial lead and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the distal segment of the lead was returned, analyzed and tested out of specification. Analysis found a metal ion oxidation breach on the outer insulation. It was also noted that the proximal conductor and outer insulation were pulled/overstressed. Cosmetic environmental stress cracking and metal ion oxidation were noted on the outer insulation. The proximal conductor was kinked/buckled. Blood was noted on the distal electrode. The outer insulation was cut (cosmetic) and melted (cosmetic and breach). (B)(4).